Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an ovarian hysterectomy procedure, this patient had severe endometriosis, so he was working with that and said there was no force being used at the time and the tip broke off the device. They had to get an xray machine to retrieve from the abdominal. They did open another device to finish the case. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2016. The following information was requested, but unavailable: the provided lot/batch number, n9i9iz, is not valid. What is the lot number of the device? It was reported on the synergy complaint notification form that, yes, this is a potential adverse event. Were there any adverse consequences to the patient? If yes, please describe.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: collect the product so that was the lot number they recorded. That was an accident that it was reported "yes" for potential adverse event so apologies on that front!

Manufacturer narrative:
(B)(4). Batch # n91n1z. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.